Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an unspecified infusion had been programmed and started. When the nurse came back to the room it was noted that the infusion had stopped due to a channel disconnect. The pump module was removed and attached to the opposite side and the infusion continued with no further issues and no report of any harm to the patient. The facility biomed later inspected the system, changed the pcu iuis due to contamination/corrosion, performed pm, and returned the device to circulation.